Manufacturer narrative:
(B)(4) distributes the 20mm vial adapter to (B)(4) pharmaceutical for distribution with their abilify maintena drug product. Upon add'l f/u with (B)(4) pharmaceutical they had no reason to believe that the (B)(4) vial adapter was related to the adverse event or had any sterility issues as stated in the initial complaint. Rather, they were only requesting info from (B)(4) as part of their investigation to rule out that the vial adapter sterility could have been associated with the adverse event.

Event description:
Medimop received an initial report from (B)(6) pharmaceutical that they had received a lack of effect complaint where there may be a potential sterility issue. Add'l info received from (B)(6) pharmaceutical stated the adverse event was on a pt that is associated with the lack of effect had a death associated with it. An initial conversation with the medical doctor indicated that the pt showed a lot of improvement with the abilify maintena. The pt had other comorbid conditions. The medical doctor has also communicated that he does not believe that the death is related to abilify maintena.